Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included underweight, high cholesterol (approximate date of treatment 2014) and diabetes (approximate date of treatment 2015). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth fracture ("dental problems broken teeth"), dysmenorrhoea ("dysmenorrhea (cramping)"), mood swings ("hormonal changes describe: mood swings"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infections"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), amnesia ("memory loss"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain / loss specify which one: weight gain") and abdominal pain ("abdominal pain "). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced urinary incontinence ("bladder or urinary problems or changes") and vision blurred ("vision/eye problems type: blurry vision"). On an unknown date, the patient experienced vaginal haemorrhage ("vaginal bleeding"), bacterial vaginosis ("bacterial vaginosis") and abdominal pain lower ("abdominal cramping"). The patient was treated with surgery (to remove the essure, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, urinary incontinence, tooth fracture, mood swings, vaginal infection, migraine, nausea, amnesia, vaginal discharge, vision blurred, weight increased, bacterial vaginosis and abdominal pain lower outcome was unknown, the dysmenorrhoea, headache and abdominal pain was resolving and the vaginal haemorrhage had resolved. The reporter considered abdominal pain, amnesia, bacterial vaginosis, dysmenorrhoea, headache, migraine, mood swings, nausea, pelvic pain, tooth fracture, urinary incontinence, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.4 kg/sqm. Ultrasound scan vagina - in 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: events added from pfs- bladder or urinary problems or changes, dental problems broken teeth, dysmenorrhea (cramping), hormonal changes describe: mood swings, infection (bladder/ urinary tract/vaginal) type: vaginal infections, migraines / headaches, nausea, neurological conditions or problems type: memory loss, vaginal discharge, vision/eye problems type: blurry vision, weight gain / loss specify which one: weight gain, vaginal bleeding, abdominal pain, bacterial vaginosis. Concomitant disease were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.